Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer stated that the insulin pump alarm after battery change. The customer was assisted in how to clear the alarm and asked to disconnect, remove the reservoir and rewind the insulin pump. The troubleshooting was performed. The customer was advised to monitor the insulin pump and time battery changes to be very careful because the battery out of the insulin pump for too long will cause the alarm. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).